Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery. Pre-dilatation was performed. The 3.0x18 mm xience prime stent was implanted and a dissection was noted at the distal edge of the stent. Another stent was used to cover the dissection. There were no reported patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.